Event description:
Patient is on zosyn ivpb to infuse over 4 hours. Pump programmed and set for the rate ordered infusion time. When nurse checked IV pump, the whole bag was infused but the pump was still programmed to run for >3 hours. The rate was set at 12.5 mls/hr and vtb was 31.6 even though bag was empty. Concerned that IV infusion device did not accurately deliver the IV bag at designated rate.